Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip underwent a visual and microscopic examination. Visually, no damages revealed. Microscopically, a longitudinal tear in the balloon 4.6cm from the tip and is approximately 2.3cm long was identified. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After crossing the guidewire, a 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a high-pressure balloon catheter and a drug-coated balloon catheter. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. After crossing the guidewire, a 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a high-pressure balloon catheter and a drug-coated balloon catheter. No patient complications nor injuries were reported.